Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A tapered screw vent implant (tsvwh10) was returned for inspection. The implant shows large signs of damage and tissue attachment about the threads. The collar of the implant is fractured. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Review of appropriate documentation: documents reviewed: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09. Information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Customer reported the that the abutment screw fractured inside the implant which resulted in the implant being removed. The complaint was confirmed following inspection. A root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown zimmer screw fractured inside the implant ((B)(4)). The implant was removed and the site was bone grafted. Tooth location 3.